Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However, two photos were provided showing the bottom header of a dialyzer connected to a machine. There appears to be blood within the threads of the dialyzer, and blood appears to be dripping externally. No damage or irregularities were visually apparent on the dialyzer which may have contributed to the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and a non-conformance (nc) in the production of this lot, all of which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was able to be confirmed with the provided photos. The provided photos indicate that an external header leak occurred, however, the cause cannot be determined from the media and the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An area technical operations manager (atom) reported to fresenius that a dialyzer blood leak occurred at one of their hemodialysis (hd) clinics. In the initial reporting, photos of the dialyzer were provided for review. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa confirmed the blood leak incident, which occurred approximately one hour into a patient¿s hd treatment. Blood was seen leaking externally from the header cap seal on the dialyzer. The fa confirmed there were no visible defects on the dialyzer, including at the site of the leak. Additionally, there were no leaks noticed during the priming. The machine, a fresenius 2008t machine, did not produce an alarm. Fresenius bloodlines were also being used for the treatment. The treatment was stopped after the leak was identified. The fa said the patient¿s blood loss was minimal as they were able to return what was in the lines. The patient¿s estimated blood loss (ebl) was 50 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported to fresenius that a dialyzer blood leak occurred at one of their hemodialysis (hd) clinics. In the initial reporting, photos of the dialyzer were provided for review. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa confirmed the blood leak incident, which occurred approximately one hour into a patient¿s hd treatment. Blood was seen leaking externally from the header cap seal on the dialyzer. The fa confirmed there were no visible defects on the dialyzer, including at the site of the leak. Additionally, there were no leaks noticed during the priming. The machine, a fresenius 2008t machine, did not produce an alarm. Fresenius bloodlines were also being used for the treatment. The treatment was stopped after the leak was identified. The fa said the patient¿s blood loss was minimal as they were able to return what was in the lines. The patient¿s estimated blood loss (ebl) was 50 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.